Manufacturer narrative:
The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient performed device replacement due to "fluid and lymphoma accumulation".

Manufacturer narrative:
A device history record has been completed. No deviations or non-conformances noted. Additional, changed, or corrected data: d.1, d.4, d.6, h.4, h.6.

Event description:
Patient reported right side ¿late seroma,¿ "need for drainage,¿ ¿breast nodule¿, ¿chronic inflammatory process,¿ pain and ¿has not been comfortable considering that countries. Suspended the commercialization of allergan breast implants.¿ patient also reported cyst not related to the device. Device has been explanted.

Event description:
Patient reported right side rupture, "severe pain and inflammation" causing "a need for drainage," "late seroma (after 6,5 years)," and "breast nodule." Patient was comfortable "seeing countries. Prohibit devices." The device was explanted due to "fluid and lymphoma accumulation."

Manufacturer narrative:
The reason for reoperation will be rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture "causing severe pain and inflammation." Patient stated that ¿there was a need for drainage." The device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation will be due to seroma and patient anxiety.

Event description:
"Late seroma (after 6,5 years)" and "breast nodule" were later reported. Patient also reported not being comfortable "seeing countries....prohibit devices."